Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification up to the (B)(6) 2014. During this time an increase in voltage suggests a further pad-pak was installed. The device recorded five random manual power ups each of ten minutes duration between the (B)(6) 2014. On (B)(6) 2014 the device passed an auto self-test and continued to perform successful weekly auto self-tests up to the final history log entry on (B)(6) 2015. During this time the device recorded random manual power ups two of ten minutes duration. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.